Event description:
Stapler with green reload didn't fire across tissues. Staplers are still in cartridge after surgeon fired on dorsal vein complex, used 2-3 tried with different stapler reloads, same issue. Manufacturer response for stapler 45 endowrist, (brand not provided) (per site reporter) issue rga# (B)(4), and shipping label.